Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated causing all key failure. The customer's blood glucose is normal, didn't require medical treatment.